Event description:
It was reported to st. Jude medical that the lead was measuring increased impedances and capture thresholds. At explant, the lead was inspected and the outer insulation was found to be intact but fluid was observed inside the outer insulation.